Event description:
In 2002 baxter europe was informed that a reservoir from a plasmapheresis procedure developed a clot near the reservoir filter. There were lots of "check venepuncture" alarms during the procedure subsequently the donor was disconnected from the autopheresis-c instrument. The sample kit with the alleged clot was submitted to baxter for investigation. The donor did not experience any adverse symptoms. Follow up at the center revealed that this was the second event of its kind with the same operator from this center. Previous complaint 20011256 submitted to FDA on 3/2002. Blood flow problems had occurred during the third, fourth, and fifth cycle of the procedure. The operator checked the venepuncture site, removed the apheresis needle, and restuck the donor. During the sixth cycle the operator noticed a clot present within the reservoir hanging on the reinfusion filter. Donor was immediately disconnected from the procedure.